Manufacturer narrative:
E1. Phone number continued: (B)(6). Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health care professional reported left side rupture. Device has been explanted and replaced with a non-allergan device.

Event description:
Health care professional reported left side rupture. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken device observed assessed as unidentified (tear)opening. (Shell thickness was within specification). No other observations observed. No further actions are required as no manufacturing issues are observed.